Event description:
Site reported red crosshairs but green status on the probe and frame. This occurred during navigation after they had been able to navigate. Site pushed the footswitch but no change. They toggled off and back on updating continuously but still no change. They were eventually able to track the probe and then obtain suction without issue. No impact on patient outcome reported.

Manufacturer narrative:
System was working after some troubleshooting with technical services, but it is unclear as to what change was made to enable navigation. No impact on patient outcome reported.